Event description:
A report was received regarding a drill evaluation set. As the surgeon was drilling, the drill cold- welded to the drill sleeve and then broke off and remains stuck in the drill sleeve. The procedure was delayed approximately 5 minutes. The surgeon completed the procedure with another drill. No parts of the broken drill remain in the patient. No adverse effect to the patient was reported.

Manufacturer narrative:
Device was used for treatment. A manufacturing evaluation was conducted. The complaint product had many dings, gouges, and scratches on it. The drill bit was bent and it was lodged in the drill sleeve. The material was able to be verified as correct, the hardness value was not obtainable due to the small diameter of the product. The dimensions of the drill bit were verified to be correct, the dimensions of the quick connect were unable to be verified since the part was connected to the drill sleeve. Investigation could not be completed as no lot number was provided. A product development evaluation was conducted. The 1.1mm drill bit is designed to have an mmc (largest diameter allowable) of 1.11mm. The drill bit is designed of 440a stainless steel, and is heat treated and passivated per synthes standards. The packaging and sterility for both instruments is standard for devices of this kind. Additionally, there exists a technique guide explaining the proper indications and usage of both instruments. No other design aspect could have contributed to a failure of this type. Based on the design evaluation, and since it is impossible to determine how the damage to both instruments occurred.

Manufacturer narrative:
Subject device has been received and is entering the evaluation process. Without a lot number, the device history records review could not be completed.

Event description:
Additional information provided indicates that the purpose of the procedure was to implant hardware to treat a previously untreated fracture, malunion, of the finger.